Manufacturer narrative:
The manufacturer previously provided incorrect code for device problem. In this report, the recall code for foam degradation has been updated and corrected in device problem code.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Technician alleged left door panel of the device is missing. There was no report of patient harm or injury. The device was returned to a 3rd party service center and confirmed evidence of foam degradation during device evaluation. The device's downloaded event log was reviewed by the manufacturer and found e-130 on the error log. The device passed all final test and the device software version v1.1.8.3313 has been upgraded. The left door panel has been replaced to address the issue.